Manufacturer narrative:
Initial.

Event description:
It was reported that after dinner the user experienced elevated blood glucose with a peak around 289 mg/dl while using the ilet, despite announcing the meal; corrections were delivered and glucose began to decline, and no device or use problem was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event characterized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear, most consistent with a post-meal glucose excursion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.